Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the issue was a difference in charging procedure and time as the controller drained before it had charged to 100%. The cause was not determined and they had the settings changed which helped direct the stimulation. The patient noted they got a shot to help with the pain but now they feel the pain in a different area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they were not feeling stimulation at all and the battery of their implant and controller have not changed. When asked for event date patient mentioned issue began a very long time ago. Patient mentioned they met with a rep on may 6 and the rep reset all sorts of things for their implant. Patient mentioned when they go to charge their implant everything shows 100% and controller shows stim is off. Patient stated they go 4 days and haven't charged anything and they charged their implant this morning. Patient mentioned their back was very sore and they feel stimulation when they lay down. Patient mentioned they have an appointment on monday with their healthcare provider (hcp) and would like a rep to come to their appointment. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply, recharger and controller port. Agent walked patient through resetting controller; controller showed memory problem and patient mentioned they were unable to correct date and time because controller transitioned to the lock screen. Controller showed recharging 90% and implant 100%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Controller showed stim is off and agent instructed patient to turn stimulation on with therapy on/off button. Agent walked patient through adjusting therapy groups a-c and patient mentioned they were able to feel stimulation where the implant is on the right side of their body, in front of their body, their back, legs and in the groin area right above their thigh. Patient mentioned at first they were able to feel stimulation across their lower back but now the stimulation is centered on the right side of their body moving towards the front of their body. Patient mentioned they prefer feeling stimulation across their back. Agent reviewed with patient external equipment's were functioning as intended. Agent reviewed role of rep and provided nas number. Patient was redirected to their healthcare provider to further address the issue. Date and time were not correct during call and agent left voicemail letting patient know to correct the date and time in the menu.